Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that all 3 touch screen are blank. Review of the system log file showed that collimation, geometry and ui devices errors. As a part of troubleshooting action fse checked for voltage out of the dcps and there was none. Fse replaced the fan and dcps tray in the m cabinet. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
Combined it was reported to philips that the device was not starting up as expected. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips remote service engineer (rse) spoke with the customer and in reviewing the log file, noted multiple modules were not being detected, the connection with the detector was lost, and collimator errors. A philips field service engineer (fse) visited the site and determined the m-cabinet¿s dc power supply (dcps) was faulty. The fse replaced the dcps and fan, and the device was returned to expected functionality.